Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. Hence, the complaint is assessed to be not "judgable". A historical review of the complaint database identified no adverse trends for product code 4252535-02 or lot number involved. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection. If a sample and/or additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event description: customer stated, nurse was not aware safety guide exposed needle. When removing needle from patient, the nurse stuck herself on left thumb. Nurse was able to completed the IV process and patient was able to gain therapy. No patient injury. No sample was saved.